Manufacturer narrative:
The pump has not been rec'd. Should the pump be rec'd for eval, a f/u report will be filed upon completion of an eval or if any add'l info becomes available.

Event description:
The facility reported that, the pump shut down without alarms while hooked up to a pt in the ICU. The hosp rep stated, that no pt injuries or medical interventions occurred due to this event. Info was requested regarding medication involved and no info was known. The hosp rep reported that, the pump had been running all night on ac power and late morning, while the main line had been running at 60ml-80ml, the pump shut down without alarming. The nurse attempted to turn the device back on, but the screen was blank and the device was not able to be turned back on.